Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro failed to seal three branches which resulted in a blood filled tunnel. The hospital reported that there was significant bleeding; however, the pt did not require a transfusion. The same device was used to complete the procedure. The hospital will reportedly not be returning the product in question.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).